Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Customer stated their insulin pump malfunctioned, causing their high blood glucose. The customer's blood glucose was 1200 mg/dl. The customer also reported receiving several no delivery alarms and motor error alarms. Customer stated the motor error alarms occurred during bolus deliveries. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer also reported receiving a button error alarm. It was also found the customer passed out from their high blood glucose. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.